Event description:
It was reported that the patient was referred for explant due to discomfort in their left upper chest and lack of efficacy. The patient¿s most recent settings and diagnostics were not available. Programming history was reviewed for the patient. There were no anomalies seen. The patient was explanted. The devices were discarded during surgery and were not available for return. No additional or relevant information has been received to date.